Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating extra thick reload and one endo gia adapter xl opened by the account. The condition for this incident was that during a sleeve gastrectomy procedure, the sulu broke and the instrument did not fire. Visual examination of the staple cartridge noted that the reload was fully fired. The reload was engaged with the adapter. The proximal end of the reload was broken. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 4 autoclave cycles for the adapter. The reload could not be unloaded from the adapter. Functional testing of the reload and adapter could not be performed due to the noted damages. A review of the adapter device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Based on the trend, no product enhancements will be generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. (B)(4).

Event description:
According to the reporter, during a robotic sleeve gastrectomy, the male part of the device broke and the device was unable to fire. There was no injury or adverse event reported.